Manufacturer narrative:
Additional analysis was carried out: functional testing was carried out. The main board was assembled into a golden unit. The unit was ran on automated test console. The unit failed the atrial pace pulse noise test. The unit atrial pace pulse noise measured as out of the requirements of atrial pace pulse noise test specifications. Benchtop analysis was carried out. The main board was assembled into a golden unit. The unit atrial pace pulse noise was measured using o-scope. The atrial pace pulse noise was measured within the requirements of the atrial pace pulse noise test specifications. The high measurement on the automated test console is due to noise from the automated test console combining with the device noise. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the rubber seal was hanging; main seal was pinched. It was noted that the device failed the incoming functional test " atrial pace pulse noise", main printed circuit board (pcb) was out of specification electrical. It was noted that the hanger assembly and the lower case were both broken, the keypad was scratched, one case screw was contaminated and the battery drawer was stuck and would not inject with batteries in it. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.